Manufacturer narrative:
The device will not be returned to zoll medical corporation for evaluation, according to the customer. The reported check pads/poor pad contact messages occurred during the rf ablation procedure are consistent with expected electrical interference from electrosurgical unit (esu), which can temporarily affect ECG. Normal device function is expected to return when the esu is not in use.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.